Manufacturer narrative:
On 1/6/2020, during visual inspection of the device it was observed with no apparent damage. Leak testing was performed and it revealed a leakage at the union between shell and patch. Microscopic examination was performed, and no evidence of instrument damage was observed. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Possible causes of deflation of tissue expander, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Note: multiple attempts have been made to obtain further information, however, no result has been achieved. If additional information becomes available in the future, a supplemental report will be submitted. Since no information has become available, this complaint was reported as a malfunction. The patient information is not applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. It is unclear if the implant was ever implanted. The follow-up is in progress. Note: the patient information: initials: s.d.n. The date of birth: (B)(6) 2017, age: 2-year-old. Sex: female. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the mentor tissue expander 550cc has deflated intra-operatively during breast surgery. The tissue expander was not able to get inflated. As a result, the tissue expander was replaced with same like product and there was no consequence or involvement with patient.